Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20587919/20617877.

Event description:
It was reported that the patient experienced frequent ipg charging and inadequate stimulation. Several of the lead contacts are out. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.